Event description:
It was reported that the patient received inappropriate high voltage therapy due to noise. Lead was capped and replaced. Patient condition was fine after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.